Event description:
The customer observed a burning odor coming from the architect i2000sr analyzer. Upon inspection, a burnt liquid level sense (lls) antenna was found on the lls circuit board. The board showed evidence of a liquid spill. No smoke or fire was observed and no injury was reported.

Manufacturer narrative:
The field service engineer (fse) found a burnt rv 1-2 and stat lls antenna when he inspected the instrument. There was evidence of a liquid spill where the possible source was from a valve on the reagent 2 syringe. The syringe assembly also had evidence of a liquid spill. Rv 1-2 and stat lls antenna and the syringe were both replaced by the fse. The safety memo and product evaluation indicated the architect i2000sr is certified to the appropriate us, (B)(4), and international safety standards that apply to electrical equipment for measurement, control, and laboratory use. A review of historical/quality data did not identify any adverse or non-statistical trend of smoke being emitted from the i2000sr rv 1-2 and stat lls antenna. No additional occurrences of this issue have been documented since the issue was reported. The architect system operations manual contains adequate information for electrical hazards. The information from field service indicates a malfunction occurred however no systemic product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).